Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). Investigation: investigation summary: samples/ photos: samples or photos have not received for analysis of the incident in question. DHR review: the final assembly lot: 7053929 used in the claimed final product lot: 7088745 of angiocath 20ga x 1.16 was checked as tests of presence as "foreign / no foreign matter" and no records of this defect were found. Qn/ ncmr review: there are no records of quality notification (qn) or non-conformance report (rnc) of foreign matter, for the lot involved in this complaint, according to the history of the lot above. Investigation conclusion: bd was able to confirm/ reproduce the incident in question. Investigation comments: after analyzing the claim report: "when removing the material from package, it was with "small balls" in the silicone (catheter)", it was possible to conclude that it is presence of silicone droplets on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. Root cause description: based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. For more details on root cause check CAPA # (B)(4).

Event description:
It was reported that "small balls" of silicone were found on the catheter of a bd angiocath¿ IV catheter before use. No injury or medical intervention.